Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure. Reportedly, the device carrier did not retract.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Manufacturer narrative:
Blocks a3, b3, b5, d4: upn and UDI, d7a, e1 and h6: patient codes have been updated based on the additional information received on 12sep2022. Block h6: device code a0510 captures the reportable event of retraction problem. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2022 for the treatment of prolapse. During the procedure, it was reported that the device carrier did not retract. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of retraction problem. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h10: the returned capio slim device was analyzed and found that the cage, the head, and catcher in good conditions. The carrier was found misaligned. Additionally, the suture was loaded into the carrier, and it deployed correctly. The carrier retracted properly. With all the available information, boston scientific concludes the complaints of carrier retraction problem cannot be confirmed. The capio device was functionally tested and during the product analysis, it was found that the carrier misaligned. Due to several attempts and an excess of tension applied on the carrier during the actuation of the device could cause the carrier to misalign affecting the performance of the capio. For this reason, the investigation concluded that the most probable code for this event is adverse event related to procedure. Additionally, the suture was loaded into the carrier, and it deployed correctly, after that the device retract properly. For this reason, this event was classified as no problem detected.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2022 for the treatment of prolapse. During the procedure, it was reported that the device carrier did not retract. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.